Event description:
It was reported that a patient was implanted for a shoulder fracture replacement in 2007. On (B)(6) 2010, just under her shoulder the devices implanted for treatment of her left humerus was noted to be loose or backing out according to an x-ray that was confirmed by the patient¿s physician. The surgeon mentions that the devices were probably coming loose since (B)(6) 2011. Additionally a piece of cable worked its way out of her arm. It was reported that the patient had pain, irritation and discomfort. The patient had an appointment on (B)(6) 2014 at the (B)(6) clinic and wanted to know if any of the document devices were recalled or had issues that the clinic may need to be aware of at the appointment. This is report 2 of 11 for (B)(4).

Manufacturer narrative:
This device was used for treatment, not diagnosis. Investigation could not be completed, no conclusion could be drawn as no device was returned. Review of manufacturing records has been requested. The review of the device history record showed that there were no material review report nor nonconformances generated for this lot. The 3 receipts were released 8/4/2009, 8/6/2009. The supplier¿s certificate of compliance (dated (B)(4) 2009 for 3 receipts of this lot) indicates the parts were manufactured to p/n 298.801.01s and met the required specifications. The parts were inspected and conformed to the synthes, incoming final inspection sheet. Additional MFR dates: 8/6/2009 and 8/10/2009. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.